Event description:
On (B)(6) 2014 the reporter contacted animas alleging a case damage w/moisture issue. It was reported that the cartridge compartment was cracked. The reporter noted that water was observed in the cartridge compartment each time the cartridge was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.